Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical advised the customer to please ensure that when the purchase order is submitted for replacing the mainboard that the case number, vent s/n, turbine s/n and vent hours are included in the order. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has xdcr (transducer) fault and failed exhalation differential pressure calibration while on a patient. Furthermore, there was no patient harm reported with this event. An alternative ventilation or other intervention has been provided.